Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. Vascular access was obtained via right cephalic vein. The 90% stenosed target was located in the mildly calcified right cephalic vein. After a 35 inch non-bsc guide wire crossed the lesion, a 4.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another 4mm-4cm mustang balloon. No patient complications nor injuries were reported.